Event description:
It was reported that at follow-up, insulation damage was observed via x-ray. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.